Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700 model: sc-2218-70 serial: (B)(4). Batch: 7102252. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision wherein the leads were repositioned. The patient was doing well postoperatively.